Manufacturer narrative:
The subject device was returned to olympus for evaluation. The customer¿s reported problem was confirmed, no image displayed due to a defective/failure of the charged coupled device (ccd) unit. The evaluation also noted there is buckling on the cable unit. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. No repair history related to the reported phenomenon was confirmed. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported image failure. However, the cause of the defective/failure of the charged coupled device (ccd) unit is unknown. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
The olympus was informed via repair request that the customer high-definition autoclavable camera head has a no image malfunction, even if the camera is connected to the monitor, ¿no signal¿ is displayed and the screen is not displayed. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.